Event description:
It was reported that during the implant procedure, the right atrial lead dislodged prior to the suture being tied. The lead was no longer used and a new lead was implanted successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.